Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use event on 01-jun-2024. Tap was applied over 1 of infusion sets. Infusion set has been used for 1 hour and 1.5 days. Insertion area was cleaned, air-dried and free from hair. IV prep was adhesive aide used at the area of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.